Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 sensor on the first day of therapy after two meal announcements; the device displayed ¿high,¿ and confirmatory fingerstick measured 388 mg/dl, later trending down to 329 mg/dl. Symptoms included elevated blood glucose without reported ketones, hospitalization, or emergency treatment. Outcomes included correction occurring over time with monitoring at home and no medical intervention. Investigation included technical troubleshooting and education regarding infusion set status, insulin supply, meal announcements, and the device¿s adaptive learning and correction behavior. Investigation of this case revealed no apparent device malfunction, no infusion set leak or occlusion, and glucose levels trending down during the call. It was concluded that the event was consistent with hyperglycemia of unclear cause during the device learning period with appropriate corrective action and user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.